Manufacturer narrative:
Occlusion during prime confirmed and an error in the motor was detected by reading unexpected value from hall sensor not confirmed during testing. Moisture damage has been noted on the electronic stack. Insulin pump failed the prime/seating test and the force sensor test, however passed the self test, sleep current measurement, active current measurement, rewind test, basic occlusion test, occlusion test, and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a pump error alarm. The customer's blood glucose was 4 mmol/l at the time of incident. The customer was able to clear the alarm but unable to rewind the insulin pump. Troubleshooting was performed and the customer was advised that the insulin pump needed to be replaced. The device is expected to be returned for analysis.